Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-14386. It was reported that the patient was experiencing ineffective stimulation due to the right drg lead migrating. The migration was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Note: since it is not known which device was causing the issue, all possible devices are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.